Manufacturer narrative:
No report of patient involvement. The ge healthcare service technician performed a checkout of the system and determined that the power switch was defective and could cause the unit to reset when cap above switch is flipped. The power switch was replaced to resolve the issue.

Event description:
During ge depot repair, it was noted that unit restarted due to faulty power switch. There was no reported patient involvement.